Event description:
A customer reported ¿four discrepant patient results and hbe flags for one sample" on the g8 analyzer. The results were reported out and questioned by the provider since they did not match the patient history. No patient treatment was affected. The customer reran samples after increasing the pump speed, which decreased the flow factor. As a result, the retention time increased from 0.57 minutes to 0.58 minutes and resolved the hbe flags. After the adjustment, the patient samples matched the patient history. Quality control was within range, but the customer was concerned the analyzer was not working as intended. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the error by reviewing the customer provided print outs. The fse observed visible wear on the large syringe tip, the column peak tubing not fully seated and the front fan not turning. The fse replaced the large syringe tip, reseated the peak tubing all the way into the port of the column and replaced the fan. The customer had recently replaced the column. The fse calibrated, verified the resolution by running control and precision with no issues. No further action required by field service. The g8 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) through the aware date. There were two similar complaints identified during the search period, including this case. The g8 variant analysis operator's manual under chapter 1 states the following: limitations of the procedure total area dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Abnormal red cell survival the life span of red blood cells is shortened in patients with hemolytic anemias, and the actual life span depends upon the severity of the anemia. As a consequence, specimens from such patients may exhibit decreased glycohemoglobin levels compared to patients with normal red cell life span. The life span of red blood cells is lengthened in polycythemia or post-splenectomy patients. Specimens from such patients may exhibit increased glycohemoglobin levels. Hemoglobinopathies the most commonly observed hemoglobin variants are hbs, hbc, hbd and hbe. These variants in their heterozygous state elute after the hba0 peak in their designated windows: hbs (h-v1 peak), hbd (h-v0 peak) and hbc (h-v2 peak). The hbe (p-hv3 peak) appears between sa1c and hba0 peaks. In all these cases, the sa1c% is reportable when these hemoglobin variants are present in the heterozygous state. When either of these hemoglobin variants is identified, the sa1c% is calculated in a proprietary way, depending on the type of hemoglobin variant, based on the area of sa1c, the area of identified hemoglobin variant and other peaks. When a p-hv3 peak is detected, a flag 43 is also reported. Glycemic monitoring for any patients displaying any homozygous hemoglobin (other than hbaa) such as hbss, hbcc or the double heterozygous sc, cannot be performed using sa1c because there is no hemoglobin a present. Alternative testing is mandatory for these types of patients. The 24vdc fan was returned to tosoh instrument service center (isc) for investigation. A visual inspection was performed to assess the returned part for cracks, misalignments, corrosion and other physical defects. The visual inspection confirmed the presence of a broken wire. Due to the broken wire, no additional testing was able to be performed. Isc confirmed failure of the 24vdc fan due to a broken wire. The large syringe tip was destroyed and discarded. The most probable cause of the reported event was due to the need to increase the pump speed in order to correct the retention time, a broken wire on the 24vdc fan, worn large syringe tip and the peak tubing not fully seated into the port of the column.